Event description:
A malfunction on a pump was reported by the caller, identified with a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the issue was resolved without the malfunction code recurring. The customer was informed to continue using the pump and to contact support again if the issue reappears.